Event description:
The customer stated that she was wearing the insulin pump in her bra while doing some activities outside and the battery exploded. The customer stated that the incident caused a second degree burn on her chest, and she went to an urgent care facility. The customer's blood glucose reading at time of call was 96mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Cracked case on lcd display window corners, missing end cap sticker and corroded battery tube noted during visual inspection.